Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and tooth disorder ("dental problems") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concurrent conditions included morbid obesity and menses irregular. Concomitant products included citalopram, estradiol, lisinopril, medroxyprogesterone, omeprazole and simvastatin (simvastin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (ablation in (B)(6) 2014 and teeth pulled/fillings). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, tooth disorder, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, weight fluctuation, fatigue, vaginal haemorrhage, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and abnormal menstrual pain, heavy bleeding, lower abdominal pain, pelvic pain, pain during intercourse, weight fluctuations, and fatigue, among other symptoms. Current weight (B)(6) lbs. She had not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs and mr received : the case is incident. Reporter information was added. Patient details added. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure updated. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), dental problems, vaginal discharge, weight gain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy bleeding") and tooth disorder ("dental problems") in a 42-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patients medical history included polycystic ovarian syndrome. Concurrent conditions included morbid obesity and menses irregular. Concomitant products included citalopram, estradiol, lisinopril, medroxyprogesterone, omeprazole and simvastatin (simvastin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (ablation in (B)(6) 2014 and teeth pulled/fillings). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, tooth disorder, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, weight fluctuation, fatigue, vaginal haemorrhage, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of severe abdominal and pelvic pain and abnormal menstrual pain, heavy bleeding, lower abdominal pain, pelvic pain, pain during intercourse, weight fluctuations, and fatigue, among other symptoms. Current weight 315 lbs. She had not underwent essure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - in december 2006: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.